Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported customer inadvertently super glued cartridge to the pump. Cartridge was not able to be removed for supply change. Customer's blood glucose was 220 mg/dl. Customer reverted to manual injections for alternate insulin therapy.